Event description:
It was reported by the patient with this left ventricular (lv) lead that during a device check he was told that his left ventricular (lv) lead was loose or not connected to the heart. Technical services (ts) referred the patient to the device following clinic. This lv lead remains in service. No adverse patient effects were reported. Additional information was received, during an in clinic follow up the patient was found to not have capture of lv lead. The patient was reprogrammed to right ventricular (rv) only however the patient requested it to be reversed due to noticing the changes. This lv lead showed stable impedances and sensing but no lv capture. There was no suggestion of macro dislodgement. The clinic will continue to monitor at this point. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported by the patient with this left ventricular (lv) lead that during a device check he was told that his left ventricular (lv) lead was loose or not connected to the heart. Technical services (ts) referred the patient to the device following clinic. This lv lead remains in service. No adverse patient effects were reported.